Event description:
The patient is a 73-year-old male who previously had an extensor tendon realignment and subsequently has worsening of his arthritis. He was submitted to mp joint silicone arthroplasties and extensor tendon realignment to 4 fingers of the left hand (index, long, ring and small finger. The surgical intervention happened on (B)(6) 2024. The operating procedure states that the extensor tendons to the long, ring and small finger, edc and edm were densely stuck in scar tissue from prior surgery, so the surgeon had to perform an extensive tenolysis on all four tendons. The implants were then implanted. A week after surgery, the patient states that all the implants are dislocated. The patient claims using a rigid spint since surgery. After the analysis of the relevant documentation and x-rays and consultation with a clinical expert, the manufacturer identified soft tissue instability as the reason for the dislocation. This is report 4 of 4.

Manufacturer narrative:
The explanted device was returned to the manufacturer and analyzed. No defect was visible on the device.